Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that stuck button alert on insulin pump screen. The customer¿s blood glucose level was 116 mg/dl. Customer states they are unsure if they pressed button down for 3 minutes or longer. The customer also reported cracks on the insulin pump. The customer was advised to revert to back up plan. The device will not be returned for analysis.